Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had no power and did not turn on as expected. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had power failure. A field service engineer found that the device had no power even after switching outlets. The fse opened the back panel and noticed that the pyxibus ribbon cable was not properly seated in the es full height pyxis module controller board connector. The engineer powered down the station, reseated the connection, and powered the station back on. The customer was able to access the drawer and inventory medications without issue. The system functioned as intended after the field service engineer repaired the device.